Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the up arrow keypad button had become intermittently unresponsive and required multiple hard button presses to elicit a response. The patient denied any damage to the rubber keypad or evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed unresponsive keys: the "up""down" and "contrast" buttons are unresponsive. The keypad was removed for inspection and evidence of contamination was found under all key contacts. Unrelated to this complaint, the pump case is cracked at the case seal on the back of the pump and the label is peeled off from the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.